Event description:
A physician reported that a patient was treated on 04/22/1997 with two formulations of collagen in the vermilion border and nasolabial folds. In early 05/1997, the patient reported by telephone that she had developed swelling at all treatment sites; exact date of onset of symptoms was unknown. The patient did not return to the physician's office, but reportedly had another physician excise the collagen material. The injecting physician was unable to make a formal diagnosis without direct evaluation of the patient.